Event description:
On (B)(6) 2004, a bard portacath was implanted in the patient. Placement was confirmed by radiology. Port was implanted on the left chest wall with the distal tip of the catheter extending into the superior vena cava. Three films were obtained confirming this. On (B)(6) 2005, the implanting surgeon was informed that a portion of the catheter had broken off and migrated to the pt's pulmonary artery. Interventional radiology was able to retrieve the catheter transvenously. On (B)(6) 2005 the implanted port and portion of catheter was surgically removed and the make was contacted for instructions as to how to return the damaged/failed portacath.